Event description:
According to the available information the urinary catheter was found in the protection with the balloon deflated. The balloon was found punctured.

Manufacturer narrative:
After receiving this complaint, we were unable to investigate further complaints and conduct documentary investigations to look for any anomaly recorded during production as neither the lot number nor the sample are available. Thus, no investigation can be made for this complaint. B3: estimated date.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 9737202. Furthermore, based on the additional informations received from the user, the holes responsible for deflating the balloon look like needle holes. The three holes found on the balloon were probably caused by the use of a needle. So, it's likely that the cause of this issue is a human error. According to the informations known, quality database was checked and revealed no anomaly in relation to the describe defect. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information the urinary catheter was found in the protection with the balloon deflated. The balloon was found punctured.